Event description:
The customer reported that the coulter hmx hematology analyzer with autoloader generated erroneously low white blood cell (wbc) results for two (2) patient samples. The customer performed a zap aperture and disinfect procedure on the instrument, and obtained higher wbc results upon repeat. The erroneous results were reported out of the laboratory and there was a change to treatment for one (1) of the patient. This report references the one (1) patient who had no change to treatment; please refer to medwatch report #1061932-2014-00699 for the report of the patient who had a change to treatment. A review of the provided printouts indicates that patient #1 recovered incomplete results for the wbc and differential parameters on the initial and first repeat run with suspect messages. The third repeat results which were considered correct were obtained following a zap and disinfect procedure performed by the customer. All other parameters correlated between the four runs for patient #1. Patient #2 recovered erroneously low wbc results without suspect messages on the initial and first repeat run. The second repeat results which were considered correct were also obtained following a zap and disinfect procedure. All other parameters correlated between the three different runs.

Manufacturer narrative:
The customer performed a zap and disinfect procedure on the white blood cell (wbc) aperture to resolve the issue prior to the field service engineer's (fse) arrival. A beckman coulter fse was dispatched to the customer's site, reviewed the data for the event, and indicated that the issue appeared to be a full clog of the wbc aperture. The fse cleaned the blood sampling valve (bsv) as part of preventative maintenance and verified instrument operation. In conclusion, failure mode of the event appeared to be a full clog of the wbc aperture and the customer resolved the issue by performing a zap and disinfect procedure on the wbc aperture. All medwatch reports associated with this event: 1061932-2014-00698, 1061932-2014-00699.